Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# (B)(4),implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type:catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4),ubd: 12-nov-2010, UDI#:( B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving lioresal (baclofen) (2,000 mcg/ml at 750ml/day) via an implantable pump for intractable spasticity. It was reported that the patient's pump was replaced on (B)(6) 2021 due to eri but the catheter was not changed.  In the last 24 hours after surgery the patient had deteriorated showing signs of baclofen withdrawal.  The surgeon intends to replace the old catheter with a new catheter.  The patient's medical history included spasticity.  The patient was alive with no injury at the time of this report. (B)(6) 2021 e1 (rep) additional information was received that the old catheter was physically inspected after aspiration through the catheter access port was unsuccessful during surgery. There were no visible signs of a break, kink or fracture. The old catheter was replaced and discarded in surgery.